Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the clinic, the patient sustained a head injury resulting in the magnet dislodging. The implant remains in-situ.